Manufacturer narrative:
Age at time of event: over 21. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The catheter was visually examined and the catheter was found to be broken 17cm-26cm from the hub with 9cm braid exposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported during preparation for a uterine fibroid embolization treatment procedure, the catheter broke. The target lesion was located in the uterus. A 135/20 renegade hi flo was selected to treat the target lesion. During preparation, the device was flushed. Upon removal, resistance was experienced. It was then noted that the device came out in two parts probably about 6 inches from hub. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition is fine.

Event description:
It was reported during preparation for a uterine fibroid embolization treatment procedure, the catheter broke. The target lesion was located in the uterus. A 135/20 renegade hi flo was selected to treat the target lesion. During preparation, the device was flushed. Upon removal, resistance was experienced. It was then noted that the device came out in two parts probably about 6 inches from hub. Procedure was completed with another of the same device. No patient complications were reported and the patient's condition is fine.